Event description:
76 year old white female admitted to tmh for revision of fractured left hip-fractured 11/91. The original left hip prosthetic device was placed in 1975 and is now loose at this admission. On 2/17/92 patient underwent revision of left total hip replacement with a cemented type femoral head allograft to reconstruct the acetabulum. At discharge patient was afebrile, her incision healing well and transferred to sacred heart rehabilitation hospitalinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failure related to patient condition, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data, invalid data. The device was destroyed/disposed of.